Event description:
Following use of the ekosonic device, as the device was being removed from the pt, the platinum marker bands were dislodged and remained in the pt. The device was placed through and introducer sheath with a rotating hemostasis valve.

Manufacturer narrative:
Inspection of the returned device confirmed the marker bands were no longer present. Swage marks where the marker bands were installed were identified on the tubing. The user confirmed they placed the iddc through an introducer sheath with a rotating hemostasis valve. The package insert for the ekosonic endovascular device warns against the use of such introducer sheaths as inadequate opening of the valve during removal can result in dislodgement of the marker bands.